Event description:
Allergan representative reported a friend's daughter "had a leak in their 'pillow thing' of the lap-band system and the lap-band wasn't opening and closing." Reporter mentioned and the pt was implanted with the lap-band system "a year ago" and had another surgery on the lap-band system "the week before the [date]," but didn't know what exactly the surgery entailed. Follow-up in progress. No additional information is available at this time. The device has not yet been returned to allergan.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant year provided by the reporter the connector type is assumed to be a taper ii. The pt's surgeon will be contacted and the return of the product for analysis will be requested upon authorization of the pt. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."